Event description:
It was reported that a few days post deep brain stimulation implant procedure that the lead had migrated by 10 mm. The patient underwent a revision procedure where the lead position was adjusted. The patient was doing fine post-operatively.